Manufacturer narrative:
D10 concomitant products: egiaushort endogia ultra univ sht stap - egiaushort, lot# p4b0952. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the device, the instrument's handle, specifically the articulating lever, broke. The first seven staples were successfully fired, but the eighth staple failed to fire. The broken part did not disengage. The device was replaced with a signia to resolve the issue. No patient complications have been reported as a result of this event.